Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Pt age and weight: unknown. (B)(4). Method: device work order search. Results: a device work order search was performed and no similar complaint was found. Conclusion: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon attempted to use a ks-1 aq2017v 22.5d preloaded injector. When pushing the screw plunger/advancing the lens in the injector, the lens rotated and become stuck. No patient contact. Cause of incident is unknown.